Manufacturer narrative:
Product complaint # (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cement in question was used in the surgery. In the surgery, it was found that the said cement had pinholes and powder was falling out. There was no impact on the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on an unknown date, the cement in question was used in the surgery. In the surgery, it was found that the said cement had pinholes and powder was falling out. There was no impact on the patient. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the endurance bone cement 40g was found with a micro hole in middle of the bag where the cement powder is located appears to be a puncture from a sharp object. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the endurance bone cement 40g would contribute to the complained device issue. Based on the information currently available, the origin of the damage could not be determined after the sample arrived with the cement package open, therefore, a definitive cause could not be established. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product description: endurance 40g. Product code: 3070040. Lot number: 3952622. Manufacturing date: 2022-10-05. Expiry date: 2025-90-30. Quantity: (B)(4). There were zero non conformances on his lot. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.